Manufacturer narrative:
Evaluation results: related to operational context ¿ (device inspected prior to use with no issues noted; therefore, stent damage is most likely procedural related). Inherent risk of procedure ¿ (stent deformation). Deformation problem - (stent). Evaluation conclusions: related to operational context ¿ (device inspected prior to use with no issues noted therefore stent damage is most likely procedural related). Inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
Physician was attempting to implant one resolute onyx drug-eluting stent to a significantly narrow lesion with moderate calcium present via radial access but encountered some resistance which was not visible under fluoroscopy. The resolute onyx stent had been inspected before use with no issues detected. The lesion was pre-dilated proximally and distally. On withdrawing the onyx and preparing it for delivery again, the physician noticed that the mid-stent struts were deformed. It is reported that another unit was implanted successfully. Additional products used during the procedure were listed as resolute integrity 3.00 x 15mm and resolute integrity 3.00 x 22 mm stents, with no alleged issue. No patient complications or clinical sequelae were reported. Evaluation summary: the device was returned for analysis. The distal tip was deformed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 13th distal segment was deformed. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.